Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2026, due to lack of benefit due to poor high frequency access. Subsequently, the patient was converted to a transcutaneous osia implant system under general anesthesia during the same surgery.